Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-140mg/dl not fasting. Verified the strips expire 2/24/2018. Customer confirms the strips have been properly stored and were first opened (b)(46 2016. Customer performed a back to back blood test and obtained 131mg/dl and 128mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of 204 mg/dl on (B)(6) 2016 at 8:10 pm. The customer is testing two to three times a day (not fasting), the customer stated that she usually test less than two hours after a meal. Advise the customer that it is suggested to test at least two hours after eating, drinking, snacking, or exercising before performing a blood test. The customer is not on any medication for her diabetes, it is diet control. The customer stated that the time has not been setup (wrong time).